Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and right ventricular leads had high thresholds, sensing difficulty and their impedances were higher in unipolar mode than in bipolar mode. The leads were capped and replaced. No patient complications have been reported as a result of this event.